Manufacturer narrative:
One device was returned for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. Visual evaluation found no physical damage on device. The error log review confirmed that there was a record of repeated power on/off, presumably caused by the customer reported issue. The primary problem could not be replicated. The cause of the primary problem was a possible battery issue. The device was returned to customer without repairs, per customer request.

Event description:
It was reported that the product's battery doesn't last and an alarm sound even the power is turned on. Event occurred before patient use, during testing. There was no patient involvement.